Manufacturer narrative:
Complaint conclusion: a 5mm x 6cm 150cm .018 saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be advanced over an .018 non-cordis guidewire. The balloon catheter was re-prepped, and a second attempt to advance the device over the .018 guidewire was made but was again unsuccessful. As a result, a new 6mm x 6cm .018 saber pta balloon catheter was used as a replacement and was able to advance over the same .018 guidewire to continue the procedure. There was no reported injury to the patient. This was during an interventional procedure. The device was prepped and flushed prior to use. There was no difficulty removing the stylet or any of the sterile packaging components during preparation. Normal saline was used to flush the guidewire lumen during preparation. The guidewire was being inserted from the distal end. The product was returned for analysis. A non-sterile saber 5mm x 6cm 150cm pta balloon catheter was received coiled inside of a clear plastic bag. Per visual analysis the device does not present any damages or anomalies. The balloon was received without being inflated. Per functional analysis a balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reach the rate burst pressure. It was observed that the inflation/deflation mechanism worked as intended. The insertion of the guide wire resulted in the identification of the obstruction reported in a location 16.5 cm apart from the distal tip. After the material of the obstruction was removed from the segmented section of the device a functional test was performed again from the distal section affected to the hub of the device and it was observed that no additional obstruction could be identified. The guide wire (lab sample) from cordis was noted get stuck due to the presence of white matter. Per ftir analysis the white matter retrieved from the affected zone of the guide wire lumen is showing the characteristic peaks suggestive of a material composed of polyethylene. A product history record (phr) review of lot 82239712 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿guidewire lumen obstructed-particles/material can be injected¿ was confirmed through analysis of the returned device as the presence of material attached in the guide wire lumen path was confirmed and to this matter could be attributed the obstruction condition that did not permit that the guide wire lumen could cross the device from the distal end to the proximal end. The exact cause of the event could not be determined during analysis. According to the results of the ftir the material attributed to the blockage has a composition related to the internal composition of the guide wire lumen. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution.¿ the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, a corrective/preventive action will be taken at this time.

Event description:
As reported, a 5mm x 6cm 150cm .018 saber percutaneous transluminal angioplasty (pta) balloon catheter was unable to be advanced over an .018 non-cordis guidewire. The balloon catheter was re-prepped, and a second attempt to advance the device over the .018 guidewire was made but was again unsuccessful. As a result, a new 6mm x 6cm .018 saber pta balloon catheter was used as a replacement and was able to advance over the same .018 guidewire to continue the procedure. There was no reported injury to the patient. This was during an interventional procedure. The device was prepped and flushed prior to use. There was no difficulty removing the stylet or any of the sterile packaging components during preparation. Normal saline was used to flush the guidewire lumen during preparation. The guidewire was being inserted from the distal end. The device will be returned for evaluation. Addendum: product evaluation reveled an obstruction caused by the guidewire lumen.